Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient expressed dissatisfaction with the device and regret over getting it implanted, even though the trial gave some relief. It was noted that the patient was going to see a different doctor who was more concerned about making this device more successful.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wasn¿t working at all. The patient stated that they were ¿at the end of their rope¿ and were in so much pain that they were about to ¿stick a skewer¿ in their back. The patient wasn¿t getting any pain relief. It was noted that the patient had met with local manufacturer representatives since implant and had been reprogrammed multiple times, but it hadn¿t helped to resolve their issues. The patient stated that their trial worked about 50% and that they were told that the implanted permanent device was in the same location in the trial, but the patient didn¿t believe that as they weren¿t getting any pain relief. The patient wanted to find other manufacturer representatives that could program the ins differently. It was noted that the issues had been ongoing since the patient was implanted on (B)(6) 2016. The patient was to follow up with their healthcare provider (hcp) to discuss the reported issues. Indication for use is non-malignant pain.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 977c165, lot# serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that it was suspected that the patient¿s ins was over discharged. It was reported that the patient had not charged in two years (2018) and it was noted that they had thrown away their recharger and patient programmer. It was also mentioned that the patient had never had therapeutic effect. Technical services stated that the patient needed to meet with their managing hcp to get their ins back to normal function and to discuss the MRI. No further complications were reported/anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 977c165, serial# (B)(6), implanted: (B)(6) 2016, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that nothing was done to make the device work. The patient stated they thought the surgeon screwed up and did nothing to help.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they are 100% disappointed with their device, and that it has not worked at all to control their target pain. They noted that the stimulation has only been in their legs, and not in their target back pain area. The patient stated that their legs were jiggling constantly due to the stimulation being in the wrong location. The patient¿s healthcare provider told them that they might be able to connect different manufacturer¿s battery to their current lead. They stated that they are tired of dealing with it, and is just going to throw the recharging equipment in the garbage. They indicated that they would rather just take pain medication and not deal with their device, but their healthcare provider no longer gives them pain medication. The patient stated that they have good and bad days, and that yesterday and the day of the report have been bad days with their pain. The patient also mentioned that their implant is no longer taking a charge. They added that they left the device off for 6 weeks, and then tried charging it 3 or 4 weeks ago, but was unable to. The patient stated that the implant battery is too close to the surface of their skin and is uncomfortable. They noted that it has been like that since implant and they are always careful not to bump it, because that is painful. The patient added that they are not a ¿big fleshy¿ person, so the doctor didn¿t have a lot of options when implanting the battery. The patient was to follow up with their healthcare provider, and that they may refer to a different healthcare provider for a second opinion. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient had been working with a rep and wanted the rep to try reprogramming the ins as she had done in the past. A loss of therapy was reported. The trial gave the patient 40 to 50% relief but this permanent one didn't the patient didn't think the doctor put the leads in the right place. The patient reported no falls or trauma.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c165, serial# (B)(4), implanted:(B)(6) 2016, product type lead.

Event description:
Additional information was received from the patient. It was reported that they met with their healthcare provider (hcp) and manufacturer representatives on (B)(6) 2016, (B)(6) 2017. The patient stated that they felt certain that the leads were placed higher than they were during the trial. It was reported that after multiple reprogramming sessions, the device still wouldn¿t stimulate the right areas. The trial was good and provided 40-50% pain relief, but the permanent implant has given zero relief. The patient stated that unlike the trial, the device now would only stimulate the front of their torso and their thighs. The patient reported that there was absolutely no stimulation in their back. No further complications were reported.